Manufacturer narrative:
(B)(4). H6: component code: mechanical (g04) - head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Unable to confirm complaint as no product information or medical records were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure due to metal on metal with pseudo tumor, pain and instability. There is no additional information available at the time of this report.